Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, withdrawal difficulties occurred. The physician was unable to cross the lesion located in a "difficult" coronary artery with this 2.25x20mm promus element stent delivery system (sds). The physician then experienced "many difficulties" removing the sds from the patient. It took 5 to 10 minutes to remove. The stent did not dislodge and there was no damage to the vessel as a result. The physician chose to not place another stent. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.